Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Brand name, common device name, procode, lot #, part #, UDI #, 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
It was reported that the surgeon replaced metal liner and head due to groin pain that started within the previous month. Metal ion study: chromium cobalt, titanium: on (B)(6) 2016: 1.6, 4.6 - on (B)(6) 2017: 1.7, 5.6 - on (B)(6) 2018: 1.9, 4.3. Patient uses no walking aids to ambulate. Within the previous month, the patient complained of severe right hip groin pain and lateral hip pain including weakness in the right leg affecting the ability to lift at times. The patient went to get a second opinion where the surgeon told her that she didn't need surgery; her ion levels were not elevated. The surgeon, however disagreed and insisted that he replace the metal liner and head. An MRI indicated fluid around the right hip joint. When the incision was made, a large amount of dark synovial fluid was released from the joint. Although the summit stem was not replaced, it did appear to have moderate taper wear on the trunnion. Only the liner and head were replaced. All other components; stem, apex hole eliminator and cup remained in the patient. All components appear to be positioned well. The surgery went well, no complications or issues. After the surgery, dr (B)(6) commented to just rely on ion levels to determine whether the patient needs to have these metal liners removed. He said that he feels confident this patient will do just fine now that the bearing has been replaced. He's expecting a full recovery. Patient's left hip was replaced on (B)(6) 2016. Doi: (B)(6) 2005; dor: (B)(6) 2019; right hip.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.